Event description:
Doctor was implanting an ivc filter into the pt. At the time that he separated the device from the delivery device, the filter failed to open up, and within a very short time, (about one second) started to migrate higher in the vena cava. We were able to see the migration, which was surprisingly fast on our c-arm monitor. The doctor was able to confirm with our c-arm unit that the device never opened, and that it is presently located in the pulmonary artery. The pt was brought to the cath lab later the same day in hopes of percutaneous attempt at snare retrieval. Initial check of the filter revealed it to remain in the left pulmonary artery with the limbs not completely deployed. There is no apparent crossing of limbs as could be identified. The hook of the filter was pointing toward the pulmonic valve. The eight french sheath was left in place and a six french multi-purpose guide catheter was then advanced with a guidewire successfully beyond the recovery filter and the guidewire was then advanced into the left main pulmonary artery without difficulty. The multipurpose catheter was advanced to this level as well. Following this, we then removed the nine french sheath, the guide catheter, and advanced the tulip recovery filter sheath, which was a eleven french size through the iliac vena cava and into the pulmonary artery. During this time, we used both a six and interventionally an eight french guide catheter and a long gooseneck snare 30 mm in size. Finally an ar1 guide cath was advanced and successful capture of the filter was obtained. With gentle traction, the sheath was advanced as far as possible, and successful filter capture and encroachment into the eleven french sheath was performed. The patient tolerated the procedure well. It should be mentioned that prior to removal of the sheath, pulmonary angiogram demonstrated no apparent injury or hemorrhage from the pulmonary vessels.